Manufacturer narrative:
There was a reported delay to the procedure of less than 30 minutes due to this issue.

Manufacturer narrative:
Patient information was not made available from the site. On 06/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure two days earlier, the site operating room (or) manager alleged an inaccuracy. No specific measurement, or direction, of the alleged inaccuracy was provided. The or manager stated that initially they were accurate, however, accuracy deteriorated throughout the procedure to approximately 6 millimeters off. The surgeon opted to continue and completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy reported. There was no impact on patient outcome.